Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the gripper actuation issue. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip was advanced; however, the posterior gripper would not drop. The clip was not implanted. There was no clinically significant delay in the procedure and no adverse patient effect. Two clips were used to complete the procedure. Mr was reduced to 1-2. No additional information was provided.

Manufacturer narrative:
The returned device analysis did not confirm the reported difficult gripper actuation. However, it was observed that the gripper cover was bulky and frayed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incident reported from this lot. Based on the available information, a cause for the reported difficult gripper actuation could not be determined. The cause of the observed material bulky and frayed on the gripper cover cannot be determined. The bulky gripper cover is a cascading effect of the observed material fray on gripper cover. There is no indication of a product issue with respect to manufacture, design, or labeling.